Event description:
Event was reported to (B)(4) by an attorney. The patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiffs' abilities to engage in routing daily activities and sporting activities that plaintiffs previously enjoyed. No further information has been provided.